Manufacturer narrative:
Results: bd received (B)(4) photos and one sample from the customer facility for investigation. Based on the visual inspection/evaluation of the sample and photos, bd observed a tube with a stopper molding defect. The manufacturing records were reviewed for the incident lot and no issues were identified. Further investigation activities were conducted, and a potential root cause has been identified. Bd pas is reviewing specific areas in the manufacturing process where the cause of the indicated failure mode could have originated. Conclusion: based on the investigation, the root cause / potential root cause for the stopper molding defect was determined to be created by the press operator during the removal of a defective neighboring stopper on the molded pad. Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 2ml, 13mm x 75mm bd vacutainer® k2edta tube had blood leakage from the shield and stopper slowly after drawing. The stopper seemed to be deformed. No serious injury or medical intervention was reported.

Manufacturer narrative:
Additional information: a DHR review was conducted. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.